Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm.  It was reported that during the index procedure, difficulty was experienced when removing the delivery system and that it seemed the graft cover got stuck into the spindle. It is unknown how the event resolved but the patient underwent the full evar as planned.  No cause was reported.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
It was reported per the physician, the delivery system got stuck on the way out, into the right iliac, even though there were no problems getting up in the beginning and no expected congestion. It was reported that the device was then inserted back into the mainbody and docking was attempted but it was noted that there were issues again and a bend was suspected in the docking zone of the device. The physician then tried to turn the system to remove it which was successful but the graft reportedly moved 4mm distally however, it was reported there was still a good landing zone. There was no injury to the patient as per the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that during the procedure, the surgeons went up with the graft and "closed" the upper segment, i.e. Pushed the sleeve forward so that fits against the top part that released the hooks. Then they backed up the whole delivery system and tried to dock further down. In that position it got stuck in the lilac artery on the right side. The surgeons then went up again and tried to dock higher up, but then it was already a nod and it did not work. Product analysis delivery system decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the external slider in the home position and the back-end wheel in the forward position. A kink was present to the graft cover and middle member 2cm from the strain relief. Deformation was present to the front end and tip of the graft cover. Severe damage and deformation were evident to the hypotube 1cm from the sleeve. The back-end wheel was rotated to the home position and the spindle returned to the home position with resistance noted as the damaged hypotube passed into the spindle. The reported ¿difficult to remove¿ can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.